Manufacturer narrative:
This is one event for the same patient involving 2 separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced myocardial infarction on or about (B)(6) 2007 and subsequently expired on that same day after the use of the product.